Manufacturer narrative:
Button error alarmed after boot up and intermittent button response on the act button due to corroded keypad traces noted. Minor scratches on lcd window, cracked reservoir tube lip scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm even after battery change. Customer reported of not being able to clear low reservoir alarm due to the act button not responding. Customer's blood glucose was 137 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.